Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient is seeing a power on reset (por) message on their patient programmer (pp). No further complications were reported. No patient symptoms were reported.